Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus will not select from screen and programmer powers up with three beeps due to x-y printed circuit board. Programmer powers up with a system error. Printer intermittently makes a grinding noise while printing and "out of paper" notice while printer drawer is open is functioning intermittently.

Event description:
It was reported that navigation of the programmer screen was not possible, even after changing to a different stylus. In addition, the programmer makes a constant beeping noise. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.